Manufacturer narrative:
The investigation into this matter found that the mixer blade is held to the mixer by a screw/nut and caulking pins. It was noted that the screw and nut may fail and detach from the mixer. The caulking pins could then break and cause the mixer blade to separate from the mixer. With the mixer blade missing, the sample and reagent are inadequately mixed. A product correction letter was issued on (B)(4) 2019 to all customers with installed architect c4000, c8000, and c16000 processing modules informing them of the potential for the mixer blade to separate from the mixer, which could result in inadequate mixing of the reaction mixtures, leading to the potential for incorrect results. The letter instructs the customer to immediately inspect all mixers on the architect c systems, incorporate the mixer inspection procedure into their daily maintenance, and provide instructions on troubleshooting if an unusual noise is noted from the rear of the instrument or if any cuvette washer movement errors are generated.

Event description:
The customer observed falsely depressed patient results (specific assays not provided) due to a missing mixer blade on the architect c4000 processing module. The customer stated 20+ samples had to be repeated and corrected. There were no individual results, comparison results or specific discrepant results provided. The mixer blade was detached and replaced by the customer and the replacement resolved the issue. No impact to patient management was reported.